Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2019, product type: screening. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced basic evaluation (be) for fecal incontinence. It was reported that the trial patient was hurting through church (¿just pain¿). They also reported that they had diarrhea and a lot of gas. Additional information received on (B)(6) 2019 from the trial patient reported that they were not seeing 50% or greater reduction in symptoms so it was advised to switch to the right side. The patient stated that the right side ¿doesn't work¿. They did not feel any stimulation and they ¿maxed out¿ on their settings. The patient stated that they were to stay on the left side throughout the evaluation and no therapy changes were made. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was advised that the patient contact their clinician for the issue. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the healthcare professional (hcp) on (B)(6) 2019 reported that the cause of the trial patient¿s issues was that ¿it was felt that the right lead may have moved¿ during the testing. As an action taken to resolve the issue, the patient was switched to the left side for the remainder of the testing. The hcp reported that the patient issues were resolved. There were no further complications reported or anticipated.